Manufacturer narrative:
Device evaluation is anticipated. A supplemental MDR will be submitted when evaluation is complete. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information that an aortic pericardial valve implanted for approximately eight (8) years and four (4) months, was explanted due to aortic stenosis. Eight years post implant, aortic stenosis was observed as aortic valve gradient was 35 mmhg. The valve was explanted and replaced with a 21 mm magna ease aortic valve. There were no adverse patient effects as a result of the valve replacement.

Manufacturer narrative:
Device evaluated by manufacturer: the clinical observation of stenosis was confirmed through calcification and host tissue overgrowth identification. X-ray demonstrated heavy calcification on leaflet 2 and moderate calcification on leaflets 1 and 3. X-ray also demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 on the inflow aspect and approximately 3mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 2mm at commissure 3 on the outflow aspect. Sewing ring was cut off and led to wireform exposure on the inflow aspect of the valve. Wireform was also exposed on commissure 1. Based on product evaluation findings, calcification and host tissue overgrowth restricted leaflet mobility which led to bioprosthetic valve stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. A manufacturing deficiency was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. As stated in the IFU, under observed adverse events, "as with all prosthetic heart valves, serious adverse events, sometimes leading to death, may be associated with the use of tissue valves. In addition, adverse events due to individual patient reaction to an implanted device or to physical or chemical changes in the components, particularly those of biological origin, may occur at varying intervals (hours or days) necessitating reoperation and replacement of the prosthetic device." Calcification is a structural deterioration of bioprosthetic valves in which structural deterioration is listed in the IFU. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.